Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the connector, circuit board was defective and due to failure of circuit board, error e216 was displayed (no image). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additional reportable malfunctions were found during the investigation which noted: the connector and the circuit board were defective and due to failure of circuit board, error e216 was displayed (no image). Based on historical data, the reportable malfunction probable causes are likely due to component failure. However, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.